Manufacturer narrative:
The insulin pump was received with battery cap damage due to a stripped coin slot, minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose was 423 mg/dl. The battery cap on the insulin pump could not be removed and the customer was treated with an insulin pen. It was advised to discontinue use of the insulin pump if the battery were low. Nothing further reported.